Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a cartridge fluid leak occurred during a routine hemodialysis treatment. Rinseback was not completed as the operator did not make the correct connections, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge found no leaks. The reported leak cannot be confirmed. The reported blood loss is attributed to user error as the operator did not make the correct connections for rinseback. The user's guide contains adequate instructions for making pt connections for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff were notified of the event. Nxstage medical considers this report closed. No additional info will be provided.